Manufacturer narrative:
This is the same event as 3010536692-2016-00465. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
During the surgery, once the surgeon impacted the cup he couldn't unscrew the impactor anymore.